Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check, the programmer exhibited a telemetry problem with an unstable connection. One to two minutes into the interrogation session, the connection was lost. Several attempts to re-connect were made, but the loss of connection resulted in the patient experiencing syncope due to the inability to reprogram. A different programmer was able to reprogram the device to the correct settings. The current status of the programmer is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed that the programmer had display issues; when the display was moved up and down the display had stripes and became white. The display flex cable was damaged. It was also noted that the electrocardiogram (ECG) connector was loose, the keyboard cover plate was missing, and the lower left and right hinges were worn. No observations related to telemetry were noted. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
One programmer was further noted to have display issues, in which the screen showed white stripes and became white after some time. The programmer was returned for analysis.